Event description:
Per the cochlear representative 's report, the patient hit her head in september on an amusement park ride, but had no hearing problems. Per the audiologists's report, this patient experienced sudden onset of the popping sound on 2/1/2006. After this incident, the patient reportedly hears intermittently, depending on her movement. She describes the sound she hars as "fuzzy" cracking, popping shocks. The patient also reports "shocks" after several minutes of device use. All external equipment has been replaced. This has not resolved the issue. The results of integrity testing performed late on suggest normal device function. The surgeon's is to explant the device and reimplant a new device.